Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms. Technical services (ts) reviewed the daily impedance measurement reports and confirmed that there was a recent gradual increase in the rv lead impedances. Ts discussed with the health care professional (hcp) and recommended isometric and lead testing. At this time, the rv lead remains in service. No adverse patient effects were reported.